Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for alleged cosmetic damage located at the reservoir tube lip and crack battery compartment. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed for crack battery compartment and retainer ring. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the battery compartment of the insulin pump was damaged. The clip rail was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.